Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description summary: the device experienced multiple technical errors, including technical event (te) 231007 (controller flow high), te 231008 (valve leak), during start up. No patient involvement was reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c3 ventilator showed technical errors during device start up. According to the log files, the self test failed. The mainboard was identified as defective and was replaced, after which the device functioned normally. The defective part was not returned to hamilton switzerland, and no further investigation is possible. No patient was involved. No further information has been received. The case is considered closed.